Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected alarm or scrolling numbers anomaly noted during testing. Insulin pump passed error test and self test. Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube and stained end cap sticker.

Event description:
Customer reported a button error on her insulin pump. The numbers were scrolling when trying to program a bolus. Customer's blood glucose is 200 mg/dl. Customer replaced the battery and the device alarmed. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.